Manufacturer narrative:
H10: manufacturing review: a device history record review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse rx device was returned for evaluation. A visual evaluation was performed and noted that device was received into two segments. First segment consist of the partial catheter and inflation hub. Second segment consist of remaining catheter with attached balloon. No other anomalies were noted to the device. Functional testing was not performed due to the condition of the device. Therefore, the investigation is confirmed for the reported detachment issue, as detachment was noted during visual evaluation. A definitive root cause for the detachment issue could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: (expiry date: 02/2022). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the catheter shaft allegedly detached. The procedure was completed using another balloon. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 02/2022).

Event description:
It was reported that during an angioplasty procedure, the catheter shaft allegedly broke. The procedure was completed using another device. There was no reported patient injury.